Manufacturer narrative:
Concomitant products: onb15stf - onb15stf versaone opt 15mm std trocar, lot# j3e1877y onb15stf - onb15stf versaone opt 15mm std trocar, lot# j3e1877y onb15stf - onb15stf versaone opt 15mm std trocar, lot# j3e1877y onb15stf - onb15stf versaone opt 15mm std trocar, lot# j3e1877y onb15stf - onb15stf versaone opt 15mm std trocar, lot# j3e1877y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, the seal of the six bladeless trocars were damaged and leakage happened when the ligating applier was being introduce through the trocar. The leakage was stopped by closing the valve manually. There was no patient injury.